Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Mother of patient reported "my daughter has implants from the same batch, which increases the risks to our health and the psychological impact caused by the apprehension of a possible future diagnosis." Later reported "tiny sparse cysts in the retroareolar regions, measuring up to 0.5 cm, intramammary lymph nodes in the periphery of the inferolateral quadrant", "multiple diffuse elastomer folds can be seen in all mammary quadrants" and "they have some radial folds" diagnosed by ultrasound and MRI. Device remains implanted. This relates to the right side.